Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for procedure. The right atrial(ra) lead exhibited noise. During initial interrogation at time of procedure automatic mode switch episodes were seen containing atrial noise. Physician implanted a new ra lead and old ra lead was capped on (B)(6) 2020. The patient was stable and no patient consequences were reported.